Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and the device was found to be within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device was intermittently inaccurate. No further information is available.